Event description:
We got a case of hamilton s1 device shut down during ventilation. Unfortunately the patient has passed away resulting the shutdown. A full investigation is required to why the error happened and what is the couses of the shutdown.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective servo module (inspiratory valve). In consequence (correction) the defective inspiratory valve was replaced with an msp hamilton-g5 inspiration valve (part number 10082605, rga 83146). The patient died. The patient death was not caused by the ventilator, but the patient died due to a heart attack. There was no user harm.